Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured after balloon expansion, while pulling back at an angle aligned with the puncture angle. Another unknown product was opened for hemostasis, and the procedure was completed. There was no reported patient injury. The balloon did not lose pressure during preparation or patient use. The balloon did not lose pressure after being pulled to the arteriotomy. The procedure was treating the superficial femoral artery (sfa) and used an ipsilateral antegrade puncture. The device was prepped and stored per the instructions for use (IFU). A non-cordis sheath introducer was used with the device. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal, and there was no visible damage at the distal end of the sheath after removal. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. The patient was not hospitalized, and hospitalization was not extended as a result of the event. The user was trained on the device. The device was discarded. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot j2531401 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.